Manufacturer narrative:
The ge representative conducted an onsite investigation. The fast stop switch had been pushed and the customer was informed of its location. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a fast stop button pushed error message. No patient injury was reported.